Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had critical pump error. Customer reported that insulin pump did not respond at all anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
The supplemental report was submitted with no aware date. The correct aware date is (B)(4) 2018.